Event description:
Patient reported cgm inaccuracies and reported the following discrepancy: cgm under 100 mg/dl and blood glucose meter 190 mg/dl. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries and reported to be in healthy condition.